Manufacturer narrative:
This serves as a correction report. (Meter brand name) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported his adc blood glucose meter would not give a result, noting it stayed on the blood drop icon. Customer further reported that on an unspecified date/time he could not get his meter to produce a blood glucose result so he self-presented to a clinic to check his glucose status. At the clinic customer¿s blood glucose was found to be ¿elevated¿ (no reading provided) and he was given ¿something to lower his blood sugar¿, but he could not recall what was administered. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not give a result, noting it stayed on the blood drop icon. Customer further reported that on an unspecified date/time he could not get his meter to produce a blood glucose result so he self-presented to a clinic to check his glucose status. At the clinic customer¿s blood glucose was found to be ¿elevated¿ (no reading provided) and he was given ¿something to lower his blood sugar¿, but he could not recall what was administered. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle freedom lite meter and freestyle strips were reviewed and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc blood glucose meter would not give a result, noting it stayed on the blood drop icon. Customer further reported that on an unspecified date/time he could not get his meter to produce a blood glucose result so he self-presented to a clinic to check his glucose status. At the clinic customer¿s blood glucose was found to be ¿elevated¿ (no reading provided) and he was given ¿something to lower his blood sugar¿, but he could not recall what was administered. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.